Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain. It was reported that there was battery depletion. Coupling was noted to be fair and the issue was noted to be related to the device/therapy and recharge process. A cause was not provided. The device was reprogrammed on (B)(6) 2018 and the issue was noted to be resolved on (B)(6) 2019. On (B)(6) 2020 it was reported that the event was due to programming. On (B)(6) 2020, it was reported that this was abnormal battery depletion. No symptoms or further complications were reported or anticipated.